Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the screen was unresponsive to touch. The root cause was determined to be related to fluid ingress of the front panel assembly.

Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was unresponsive due to front panel being delaminated. There was no patient involved associated with the reported event.